Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus aureus which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius customer support that the patient had peritonitis and is currently on antibiotics. The patient is temporary hemodialysis (hd) treatment. In additional follow-up call, the reporting pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with peritonitis. It was reported that the patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus aureus. The patient was initiated on antibiotic therapy intravenously (details are unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The nurse stated that the patient continues hemodialysis on an outpatient basis with continued intravenous antibiotic therapy (details unknown). The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to a breach in aseptic technique.